Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a torn downstream occlusion seal. Functional testing was able to duplicate the reported problem. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had loss of date and time. Found during testing. No patient involvement. Device evaluation noted a torn downstream occlusion seal.